Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca. During a staged procedure two resolute onyx des were implanted in the lad. Approximately 16 months post index and staged procedures the patient suffered from chest discomfort. It was reported that a scar was observed in the area of the stent, likely a jailed septal in the mid anterior lateral wall. Patient was treated with medication. The patient is not recovered.